Event description:
Rn reported a home patient experienced a separation of the tubing from main body of the transfer set. Noted during use. The rn reported the patient had been pulling on the tubing and that the patient had used the transfer set for approximately one year. The patient received a transfer set change. No patient injury or medical intervention was reported per rn.